Event description:
Caller states customer had low blood glucose symptoms with result of 203 mg/dl obtained on the mobile system. Customer's low blood glucose symptoms became worse, and he was taken to the hospital where he tested 34 mg/dl on professional device 16 minutes after testing 203 mg/dl. According to the first aid report "the patient is in coma, does not respond to verbal stimulus, reacts to pain stimulus. After some minutes, the patient shows hemoptysis for auto bite." The customer was treated with a glucose solution. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B) (6).

Event description:
It was reported that the handpiece began overheating during testing of the equipment. The device was not being used during a procedure. There was no patient involvement and no adverse consequences.